Manufacturer narrative:
H3, h6 h10: the reported device used in treatment, was returned for evaluation. There was no relationship found between the devices and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection under magnification of the wand shows moderate electrode erosion with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The lower metal electrode is not fractured as reported but shows moderate erosion. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the returned device was plugged in to a known good controller p/n 13546-58 and the device produced low plasma at coblate/coag settings on the the electrodes; the suction line was tested with a syringe and performed as specified; the saline tube was tested on a saline bag and performed as intended on all three openings; the complaint was not verified and the root cause could not be determined with certainty. Factors that may have contributed to the reported event are: (1)when the suction line was not properly connected or (2) the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate tissue. When the recommended suction pressure is not used, this will cause the suction line to clog; therefore, decreasing the functionality of the wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during adenoidectomy, the metal electrode wire of wand tip was fractured. A backup device was available to complete the procedure with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.